Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-14590. It was reported that patient experienced ineffective therapy due to the right lead migrating. As a result, surgical intervention was undertaken wherein the right lead was repositioned. It¿s unknown which lead migrated, and both are being reported.